Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. The returned sample shows one winding former with two detached needles and one needle suture combination that pertains to the product code pdpb740d. The product code is control release and requires eight strands per packet. Upon visual inspection of the detached needles, the swage and attachment area were noted as expected. The barrel hole of the needle was examined with magnification, and no suture remnant was found. The sutures were not returned to determine the assignable cause. In addition, the needle-suture combination was visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. The functional test was performed using instron equipment and the pull force met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - please provide lot number :unk. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.? :the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, two sutures were detached from the needle easily. It was a control release needle. Further details are not provided from the hp. There were no adverse consequences reported. Additional information was requested.